Manufacturer narrative:
Additional information: section h imdrf annex g code, manufacturer narrative and section b describe event or problem correction: section d unique device identifier (UDI) case (B)(6). Nt8b aux drw6 not detected on bus. Have rebooted multiple times, and reseated cable. Does not fix. Need fst onsite to fix. Part analysis: the reported issue related to the medstation es aux 7-drawer was not confirmed by the dchu laboratory. Bd fse did not confirm the reported issue either. The device was initially evaluated by the bd fse according to wo 02026480: fse reported that the fh cubie drawer had had errors, presented cables reseated. Fse performed the replacement of the position sensor and issued drawer. The device was then configured and tested and exhibited no further issues. External inspection revealed that the returned assy drawer. 2u cubie (p/n (B)(6) date code 10may2016) did not find any anomaly or signs of physical damage. Dchu testing observed no anomalies with the returned fh drawer assembly. Hta functional testing revealed that the drawer operated as expected with no malfunctions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause was not determined within complaint investigation, as no anomalies were found with the returned fh drawer assembly.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken and falling apart. As per part investigation, it was determined that the rear bearing retainers were observed migrating past the drawer bumper stops on both drawers, and several bearings were found missing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g grid, manufacturer narrative and section b describe event or problem part analysis: the reported issue related to the medstation es main 6dr was confirmed by the bd field service engineer (fse). The device was initially evaluated by the fse according to wo 02044828: fse reported the replacement of a position sensor that was crooked, not allowing the drawer to register as open or closed. However, the drawer still needed to be replaced as the hh drawer had broken rails. The replacement hh drawer center divider plate was not properly in place. Fse had to remove both drawers from rails and repair the replacement hh drawer module. Fse installed back the hh drawers. The device was then configurated and tested and exhibited no further issues. The drawer failed to register as open or closed. The position sensor was replaced. During dchu laboratory external inspection performed on the returned assy smart hh cubie drawer (p/n 361054-01): no obvious physical damage, deformation, or contamination was observed on the returned drawer housing, latch mechanism, or connector interface. Dchu laboratory testing revealed within operation of the drawer that the rear bearing retainers had migrated past the drawer bumper stops on both drawers and bearings were missing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be migrating bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken and falling apart. As per part investigation, it was determined that misalignment of rear bearing retainers prevented full extension and required additional force to both open and close the drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken and falling apart. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer found the position sensor on the drawer misaligned, preventing it from registering as open or closed. The sensor was replaced, but the half-height drawer still required replacement due to broken rails. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was broken and falling apart. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.